Manufacturer narrative:
The lot number and expiration date of the glucose and the ldl reagent were requested but not provided. Upon testing the actual instrument onsite the field service engineer (fse) found a leaking tube of the cell rinse on station 3 and replaced it. Following the fse intervention, no further issue was observed. The investigation revealed that the cause was consistent with a leaking cell rinse tube and is traced to maintenance. The service actions resolved the issue.

Event description:
There was an allegation of non-reproducible glucose and ldl results for 3 patient samples tested on a cobas 8000 c 702 module. For the first patient sample the initial glucose result was 11.3 mg/dl and the repeated result was 88.6 mg/dl. For the second patient sample the initial glucose result was 21.2 mg/dl and the repeated result was 84.6 mg/dl. For the third patient sample the initial ldl result was 7.5 mg/dl and the repeated result was 163.2 mg/dl.